Event description:
It was reported that initially, the caller was not able to bond 8840 (clinician programmer) with 3037 (patient programmer). The caller was walked through process and she was able to successfully bond initially and bond upon exiting 8840 session. It was noted that the patient had never used patient programmer and might need help with adjusting settings using patient programmer. Caller will have the patient contact patient services if they need assistance in increasing setting or changing programs, if clinically appropriate. The reason for the call was noted that the caller was with the patient trying to reprogram implantable neurostimulator (ins) and trying to select a "clinician favorites" but stated it was blank. They just noticed this today. It was noted that the patient was not getting any stimulation "from unit". In addition to not feeling any stimulation, the patient was having incontinence again. This started about 6 weeks ago. No falls/trauma was noted. The patient had been into clinic a month ago, they programmed it and the patient felt stimulation again but since then the stimulation sensation had gone away again. Regarding if the patient had turned up stimulation at all, the caller stated the patient had not. The last time they saw the patient they increased setting and the patient felt stimulation for about a day or so and then stimulation went away which "was not long enough for symptoms to resolve". It was noted for a couple days after implant the patient was having success but not since then. While on the phone the caller reported that the patient was currently on program 1 at 0.5v with setting of 3+, 2-, 1-. The last time the patient was into clinic they were at 1.7v and they did not know how amp got decreased to 0.5v as the patient had not used the patient programmer. Regarding if they bonded with patient programmer last time the patient was in clinic, the caller stated they thought they did. All other programs were set to 0.0v and caller described programming as prg 2: 3+, 1-, prg 3: 2-, 0+, prg 4: 3-, 0+. The patient had not tried any of the other programs. Impedance measurements at 1.0v and pw of 300 were as follows: c-0= 1593, c-1=788, c-2=788, c-3=788, 0- 1=1645, 0-2=2039, 0-3=2039, 1-2=1593, 1-3=1593, 2-3=1593. The patient felt stimulation during impedance measurement. It was reviewed c-0 was higher than expec ted but the patient was not programmed with that combination. Regarding if the patient was feeling stimulation in vaginal area when they felt stimulation before, it was noted that at one time they felt it more up in the abdominal area but originally it was a buzzing in the vaginal area. While on the phone, the caller slowly increased amp to 1.4v and the patient stated this was ok. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8840, serial # unknown, product type programmer, physician; product ID 3889-28, lot # va0e06j, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient services asked when patient¿s prior ins (stimulator) stopped helping her symptoms and the patient said she did not know, they told her it became disconnected. She had been ill during the last year with a bacterial infection in her mitral heart valve and somehow it became disconnected. Her heart infection started years ago but got worse this year.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reports the healthcare provider called to ask for help getting a program from the library. Her clinician favorites library was showing as empty, even though she's used the same clinician programmer and application card to access the library in the past. It had previously had programs available. The caller had this problem with the library the last time she called in regarding this patient. The patient was still having the same therapy issues as were previously noted. The patient was never reprogrammed after the last call. The patient had tried all four current programs without any therapeutic effect, though her trial went well. The caller stated she does not know which electrodes hcp (healthcare provider) would like to activate.